Manufacturer narrative:
A ge representative contacted the customer by phone and the customer reseated the image processor board. System operates as intended.

Event description:
The customer reported the system will not boot up. No patient injury was reported.